Event description:
An evoke spinal cord stimulation (scs) system was explanted at the patient's request due to inadequate pain relief. It was reported that the patient has a previous spinal cord injury and is unable to feel paraesthesia below the injury site (t11/t12). There were multiple attempts to program the patient. Neural and device data obtained confirm the evoke scs system to be operating as intended.

Manufacturer narrative:
The evoke scs system was explanted. There were no allegations of deficiency against the evoke scs system. In this case, the patient reported inadequate pain relief despite optimal neural data obtained. The evoke scs system user manual states: "potential risks of implantation and use of a scs system: inadequate pain relief following system implantation...you may require surgery (including revision, explant and/or replacement) as a result of any of the above." The device was explanted at the patient¿s request.